Event description:
While wearing the exernal equipment, the patient reportedly had no sound perception. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.